Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. One device received missing upper back label. Customer problem was not duplicated. However, upstream occlusion detected alarm message after starting was found in the pump's event history logs. Found missing upper back label and disconnected cable socket inside of the returning pump.the root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: upstream occlusion sensor was replaced as preventive measure.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave an upstream occlusion. It is unknown if there was no patient, or clinician injury associated with these occurrences. No further details provided at this time.